Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(4). Investigation summary: a device history record review was completed by our quality engineer team for provided lot number 200307. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. To aid in the investigation of this issue, picture samples were returned for evaluation by our quality engineer team. Through examination of the pictures, a blister package referencing microlance needle material 302200 appeared to have a needle with a brown hub within it. This picture confirms the reported issue of mixed product. The manufacturing records for lot number 200307 were reviewed. Although no issues were identified at the time of manufacture, it has been determined that this incident resulted from an issue with line clearance from previous product produced during the assembly of material 302200 and lot 200307. This line clearance issue is a result of human error as the brown hub went undetected by the machine operator and remained within the assembly machine during the production of new product. All applicable manufacturing personnel have been alerted of this incident to raise awareness for this potential defect on the production floor. A corrective and preventive action plan has also been implemented to further prevent the chance of recurrence for this issue in the future. Investigation conclusion: we have reviewed our manufacturing records finding that lot 200307 was packaged in our machine nº2103 in march 2020. One of the assembled batches that end up in the packaging batch was #0069796, and previous to this one was assembled the batch #0055147 g26x ½ (brown hub). So, although no issues were identified and manufacturing records established that all production and quality processes were carried out normally, we can confirm that the root cause of the non-conformance is related with a line clearance issue in the assembly machine. In accordance, we conclude the cause of the problem was related with a human error while performing the line clearance in which the affected g26 hub was missed in any part of the assembly machine without being detected by the operator. On the other hand, based on all the preventive measures and our stringent in-process inspection plan, we are certain that this should be a non common issue and any recurrence should be really unlikely based on the following aspects: - all preventive mix-up measures and our stringent line clearance procedures keep mix up issues at low levels. - no quality notifications were issued related with the mixed-up during manufacturing of reported batch.

Event description:
It was reported that the needle 27ga 3/4in experienced a mix of product types in a pack. The following information was provided by the initial reporter: the remained stock (347400 pc) of batch 200307 has been inspected and 1 bundle has been found containing a wrong needle. Now the color is brown. The needle itself seems to be similar but we are not sure. We don¿t want to open the blister. Maybe there is possibility that other processes are involved.